Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 120 mg/dl, compared with the sensor glucose reading of 50 mg/dl. The customer also reported receiving a lost sensor alert and a sensor error alert. The customer stated he tried using the sensor in different body locations. The customer was sent replacement sensors, however nothing was returned for analysis.